Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation. Blood penetrated the lead in this area. Further analysis revealed deformations of the inner coil. These damages occurred most likely during the explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, cuttings in the insulation were found. There was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead was dislodged several months ago. The field representative was unaware when it occurred and was just informed during the day of surgery. A revision was performed and the ra lead was replaced successfully. No additional adverse patient effects were reported.